Event description:
The pt had an infection at the thoracic incision and pocket sites. Pt symptoms of redness, fever, and drainage were reported and a culture of both sites grew staphylococcus aureus. Treatment included intravenous antibiotics and total device system explantation. The infection resolved and the pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.